Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock. This was in testing and there was no pt involvement. The control pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not deliver a shock.